Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the tamper seal was not removed or broken. During occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be the main board misaligned from extrusion. Realigned main board and performed occlusion testing which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the device will not recognize syringe after calibration. No patient injury was reported.